Manufacturer narrative:
The cause of the event remains unknown. The patient was treated with vancomycin injection (2 grams, every 5 days and route was not reported), meropenem (500mg each bag, route and frequency were not reported) and amikacin (125mg each bag, route and frequency were not reported). Pd therapy was ongoing and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (2 grams, stat, route not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.